Event description:
Reporter alleged obtaining discrepant blood glucose results of 285 mg/dl back to back with a result of 85 mg/dl when testing was performed less than 5 minutes a part on the advantage system. Reporter stated she was experiencing hypoglycemic symptoms when obtaining the original test result of 285 mg/dl. Reporter indicated self treating with food after the comparison however no other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.